Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right ventricular (rv) lead had dislodged and confirmed through chest x-ray, prior to discharge. It was further reported that the rv lead was found to have non-capture at max output as well as a drop in r wave sensing. The patient required a extended hospitalization. No further patient complications have been reported as a result of this event.